Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Due to damage on ccd (charged coupled device) unit, the image was not displayed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a thoracoscopy procedure, the screen of the videoscope turned black. This resulted to the cancellation of the procedure. Additional information was received that the procedure was rescheduled and was completed 2 days later under conscious sedation. However, the patient was on a cancer and there was a 2 day delay of cancer diagnostics. The patient was then discharged home without further patient harm reported.